Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Technical support found the customer was using the incorrect control ranges. No further actions were required. The most probable cause for troponin quality controls were out of range were the incorrect control ranges were established.

Event description:
On (B)(6) 2016, a customer reported the troponin quality controls were out of range on the aia-900 instrument. The customer is unable to run patient samples on troponin. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.